Event description:
The dealer states that the customer weighs about 130 and he noticed the seat was loose when he went to take it out of the car. The dealer states that where the seat rests in the front , that frame broke on a 65650r rollator.